Event description:
The customer received a blood result of 28mg/dl on the contour next usb. The meter automatically marked it as a control test, which will be displayed as a control result when accessing the meter's memory. No adverse event was alleged. A new meter was sent to the customer. Customer's strips were not expected to be returned for evaluation and the strip information was not provided.